Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a crack was noted in the intraocular lens (iol) and it was removed from the eye during the same surgery. No additional information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed and only a half of lens was received. One lens haptic was observed distorted. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to "iol removal" during same surgical procedure. The complaint issue as iol torn (iol optic appears cut, ripped/torn) was verified in the returned unit. Manufacturing records were reviewed and the lens was manufactured according to specification. No issues were reported during the manufacturing process of this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.